Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 1.5 months after the dental implant was placed in ada site 28, the implant had not achieved osseointegration. Clinician reports an infection and an abscess. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 1.5 months after the dental implant was placed in (B)(6) site 28, the implant had not achieved osseointegration. Clinician reports an infection and an abscess. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4)